Event description:
N/a.

Manufacturer narrative:
Trackwise: (B)(4). The device was returned to the factory for evaluation on 03/10/2025. An investigation was conducted on 03/26/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be intact with no visual defects observed. There were no visual defects observed on the intact cannula. The c-ring was observed to be retracted inside the cannula. The blue toggle was manipulated to extend the c-ring. The c-ring was able to be extended with no physical or visual difficulties observed. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was inserted into the cannula with no physical or visual difficulties observed. The blue toggle was manipulated to extend and retract the c-ring. The c-ring was able to be retracted and extended. There were no visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem- c-ring unable to retract" was not confirmed. The lot#: 3000418351 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring would not retract, it was causing a visual block. Surgeon was unable to view the vein for harvesting. No patient effects. Another kit was used to complete the procedure.